Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo_13.7 implantable collamer lens, of diopter -10.5/2.0/011 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged with a same model but shorter length lens due to excessive vault. This resolved the problem. The cause of the event is reported as unknown.